Event description:
The device was used to administer external pacing to a pt diagnosed as bradycardiac. After approx 7 hours of pacing, the unit displayed a pacing leads off alarm and pacing stopped. The electrodes were replaced and pacing was continued without interruption. The nursing supervisor said there was no harm to pt care as a result of the alleged malfunctions.